Event description:
A nurse (rn) contacted global technical services (gts) requesting assistance to end therapy on the homechoice (hc) machine during drain 1 of 5. The rn reported a check lines and bags alarm occurred due to a bag becoming disconnected. The technical service representative (tsr) advised the rn to cycle power to clear the alarm and assisted with ending therapy. The rn stated she would discard the supplies and start over with a new set up. On (B)(6) 2011 product surveillance spoke with the rn who stated that the patient was able to finish therapy with new supplies. The rn stated the bag just fell of the table causing it to disconnect. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags that occurred during drain 1 of 5 was confirmed. The cause was determined to be the result of the supply bag falling and disconnecting. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).